Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of issues with their blood glucose levels. The customer states their levels had been as high as 400mg/dl, and as low as 28mg/dl. The customer states they have had multiple infusion set changes. The customer states the issues had been resolved with infusion set change, and treated the lows with sugar. The customer states they would monitor the device and call back if issues persist.